Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the emergency room for high blood glucose of 35mmol/l and ketones. It was stated that the customer does not think the insulin pump is working properly and would like a replacement of the insulin pump. No further information was provided.